Event description:
(B)(6) customer reported obtaining blood glucose readings of 230 mg/dl and 109 mg/dl on a contour next one meter with contour next strips lots 8apet04 and 8fpeg27a respectively. There is no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and control solution were sent to the customer.

Manufacturer narrative:
Lot # for the contour next test strips was indicated as 8apet04 of the initial report. It was found that the lot # 8apet04 provided by the customer is not valid. The customer returned lot # 8bpef01, with manufacturing and expiration dates as 01-feb-2018 and 29-feb-2020 respectively. The returned test strips were tested with in-house reference contour next one meter, which gave satisfactory results.